Event description:
Alleged esophagus perforation occurred when replacing 16 french nasogastric tube with an 18 french nasogastric tube. The pt involved had been diagnosed as having a small bowel obstruction. The tube was placed in the pt's nose and the perforation reportedly occurred at the gastroesophageal junction. The perforation required primary closure by the physician.